Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and deep brain stimulation therapy indications. It was reported that the patient was experiencing poor communication with recharging. The patient was successfully able to charge on tuesday and got 6 coupling boxes and was able to charge to 100 percent. The patient tried to charge wednesday and it wouldn't work. They are experiencing a coupling issue. Troubleshooting was attempted to reposition the antenna over ins. They get the reposition antenna screen. No out of box failure was reported. No symptoms were reported. A replacement antenna was sent to the patient. They sent the new antenna and replaced it but still getting zero coupling boxes filled in black when trying to recharge. The patient received a replacement antenna and they are still getting zero coupling bars filled in black when trying to recharge. They tried to reposition the antenna but was not successful to get any coupling boxes black. They have not had any falls and the only thing is she has been working out in the job raking. A replacement recharger was sent to the patient. They stated they received it and they are still not getting any coupling boxes. The last time it was fully charged was (B)(6) 2019 and she is getting worried. No further com plications were reported or anticipated with this event. Additional information was received from a manufacturer representative (rep) and the patient reporting that they were still getting zero coupling bars and they tried two different rechargers that was in the rep's stock and neither provided the patient with coupling boxes. Thy tried the antenna locate feature but still no coupling bars for patient. They noted they sleep on their side. The patient reported that when they were on the way home from the healthcare provider their recharger went blank and started to beep constantly. They reported that they saw their healthcare provider and did an x-ray and found out their device had flipped and that is why they are having poor coupling. The patient stated they are starting to shake again since they are having a hard time charging the device. The rep told them they can still charge the device they just needed to resolve the recharger issue. They were walked through on doing a hard reset with the recharger and troubleshooting resolved the issue. They had a loss of therapy due to recharger issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had their revision surgery scheduled for (B)(6) 2019. The issue had not resolved.